Event description:
Customer reported several lost sensor alarms. Customer's blood glucose was 49 mg/dl earlier in the morning. Customer's blood glucose at the time of the call was 165 mg/dl. Customer stated she changed the charger battery and charged the transmitter but there was not a green light. Customer also stated the transmitter does not blink when connected to the sensor. The customer also stated the connection bridge is damaged. No additional information was provided.

Manufacturer narrative:
Unable to charge due to damaged pin # 5. Unable to perform the functional test due to charge anomaly. Unit received with dried blood onc ontact pins